Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure in (B)(6) 2012 with a bifurcated and an aortic extension. Upon follow up, it was noted that the aortic cuff had pulled away from the bifurcated within the aneurysm sac and the overlap was now less than 1 stent. There is still a seal and no endoleak is present. Physician plans to re-line on (B)(6) 2016 to re-enforce both devices to avoid component separation. Patient is doing fine at the moment.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was not able to confirm the reported event. There were no patient medical records and limited patient images available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include; patient anatomy, thrombus, and calcification in the aortic neck.

Event description:
A secondary procedure was completed on (B)(6) 2016 as a preventative measure, to increase overlap in the previously implanted stents. The physician elected to implant an infrarenal aortic extension to resolve the issue.